Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker's atrial set screw made an unusual sound while tightening it to the lead. The physician then tried to loosen the set screw and had a hard time doing so. Once loosen, the set screw could not be tightened anymore. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of problem tightening and loosening the setscrew was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the atrial setscrew inset. The setscrew was stripped as a result. Additional testing found the setscrew could be tightened and loosened normally when the torque wrench was correctly and fully inserted into the setscrew inset. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.